Manufacturer narrative:
Batch review performed on 08 april 2019: lot 184897: (B)(4) items manufactured and released on 06-sep-2018. Expiration date: 2023-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection after about 1 month from primary, pathogen is unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully.